Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that a patient never had therapeutic effect and started having headaches four years ago. It was noted that the stimulation didn¿t work and it ¿came on but wouldn¿t stay.¿ it was reported that the patient had ¿more problems¿ and the device never helped ¿or anything.¿ it was noted that her healthcare provider wouldn¿t take it out, another doctor might be ¿forced to do it¿ and she could be paralyzed or lose all body control. The reporter stated that the patient started having headaches, hadn¿t been able to do anything, and had 5 cts done. It was reported that in (B)(6), it ¿got to a point where she couldn¿t talk and was paralyzed.¿ it was noted that her doctor said that taking the device out could be a big risk. It was noted that it had been¿damaged.¿ the reporter stated that the doctor who implanted the device wasn¿t willing to take it out. It was reported that the patient didn¿t think she was going to make it this time because of her head and was so weak she hadn¿t been able to do anything for the last four years. It was noted that there were other things going on in her body but this was the ¿main thing¿ and every day she was getting ¿worse and worse.¿ it was later reported that the patient had heath issues including headaches for the past four years, pain, paralysis in (B)(6) 2013, bladder disease, and many other health problems too numerous to go into. It was noted that the device was implanted in 1988 and she wanted to take the device out but did not trust the healthcare providers to do so. It was reported that one doctor said he could remove the device but it may paralyze her and another said he would not do it. It was noted that the patient wanted a pain pump but ended up with an implantable neurostimulator (ins), ¿maybe for bladder disease.¿ the patient wanted the device out so she could have an MRI for all of her issues and she didn¿t know if the device was causing her issues. Additional information has been requested but was not available as of the date of this report.